Event description:
It was reported that information was received from a patient regarding an external device. The patient reported the paddle would get real hot on their back when charging the implant. The issue began probably about 2 days ago. Patient's controller ran out of power before their implant got charged. During the call there were no damages in the controller port and recharger. Patient reset the controller. Patient plugged the recharger and got excellent. Controller was at 100% and implant was at 60%. The paddle was starting to get warm. Agent sent request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97755-s, serial# (B)(6), product type: recharger. Was returned and the analysis results shows that rtm never got hot, the number high (100) the number low (100) found no issues with finding or charging ins. Passed final functional test medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.